Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va14ljn, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having issues with their device because they lost 25 pounds. Caller stated the ins was quite close to the skin where they could feel it and see it. Caller stated when they sat in the car, they hit it. Caller stated they could also see the lead wire. Caller stated they had to increase stimulation up to 1.2v to feel anything and they felt that was a little high. Caller stated it normally worked for them at 0.4v. Caller stated they were not having a lot of results with the ins because when they turned it up to where it could make a difference they were still having irritable bowel syndrome diarrhea (ibsd), leakage, and bloating. Caller stated if the device was not really working for them and they did not see it functioning for them because of their symptoms. Patient was redirected to their healthcare provider to discuss the reported issues. It was reported that the ins and lead were visible, the patient was not having results and symptoms, and they had to turn to a high level of stimulation. Caller stated their healthcare provider would take the device out of them. Caller stated they started to experiment and had the ins at 0.7v and they could tell it was working, they stated the only way they could feel stimulation is if it was turned up all the way.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the ins not working for the patient after 25 pounds weight loss was not determined. The patient was put in contact with the representative. There were no further complications or anticipations reported with this event.